Event description:
It was reported that "the capio device was not working properly and that the bullet dart from the suture was left in the patient". No report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a material number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.